Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). - the dentist reported that after nearly 3 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type iii and immediate implant and immediate load procedures were performed.